Event description:
Information was received indicating that a smiths medical medfusion pump could not stop infusion after amount was done. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information: concomitant medical products. One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and multiple flow and occlusion testing were performed. According to the investigation the pump passed all accuracy test in factory spec and the customer stated problem could not be duplicated. According to the investigation no problem found the device operated within specification, but preventive maintenance was performed on pump.